Manufacturer narrative:
Device evaluation of charger has been completed. The reported problem was confirmed. The cause of the charger not coming on was contaminants found in the contact terminals in the battery connector of the charger. The contaminants prevented proper contact with the battery pack connector contacts. Also the charger had defective u13 8-bit microcontroller. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The root cause of the defective u13 cannot be positively identified but was likely a random component failure. No adverse event resulted from the damaged charger. The patient received a replacement battery charger.

Event description:
A female patient contacted lifecor customer support and stated that after trying multiple outlets in her house she could not get her battery charger to work. Support replaced the battery charger.